Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib (generator interface board), ffb (fluoroscopic functions board), systems interface pcb and the interconnect cable were evaluated and replaced. The system was found to be operating as intended.